Event description:
It was reported that the implantable cardiac monitor (icm) was exhibiting false positives episodes of atrial fibrillation (af) and t achycardia due to oversensing and undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.